Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Manufacturer narrative:
An event regarding corrosion involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. There appears to be evidence of debris on the distal portion of the stem and marks along the surface of the stem. Return of the device is needed to complete a material analysis to determine the nature of the debris and the origin of the marks. Medical records received and evaluation: not performed as medical records were not provided. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device return, clinical records and x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If further the device and/or additional information become available, this investigation will be reopened.

Event description:
The following email was received from the patient on june 18th alleging the revision of an exeter v40 cemented stem: "I am writing to complain about one of your products, I had a hip replacement in 2011 it was a stryker exeter v40 cemented hip stem, I have had this replaced in (B)(6) 2014 due to stem corrosion. I have had tests to see if I have any allergy to metals which have all been negative, so this must mean that there is a fault with the stem."

Event description:
The following email was received from the patient on june 18th alleging the revision of an exeter v40 cemented stem: "I am writing to complain about one of your products, I had a hip replacement in 2011 it was a stryker exeter v40 cemented hip stem, I have had this replaced in (B)(6) 2014 due to stem corrosion. I have had tests to see if I have any allergy to metals which have all been negative, so this must mean that there is a fault with the stem."